Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline fault alarms was confirmed via the submitted log file. The heartmate ii system controller was not returned; however, a log file was submitted for analysis. The submitted log file (B)(4) contained data spanning approximately 74 days ((B)(6) 2021 ¿ (B)(6) 2021 per the timestamp). The log file indicated that there was a driveline disconnection on (B)(6) 2021 at 17:11:00, 17:11:33, 17:11:53, 17:12:07, 17:12:12 due to the motor being stopped, the driveline being disconnected, and the pump speed dropping to 0 rpm, and on (B)(6) 2021 from 17:12:39 to 21:17:38. The driveline was disconnected on (B)(6) 2021 due to the system controller being turned off. The log file captured yellow wrench advisory alarms active on (B)(6) 2021 at 08:50:59 and from 08:53:16 to the last event in the log file (14:52:39) due to a driveline fault alarm. This fault indicated an issue relating with phase 1. Phase 2 and 3 both were approximately around 85 and phase 1 was at 2. This did not affect the pump speed. Multiple attempts were made to gather additional information about the reported event such as if the patient had a controller exchange, the date of the controller exchange, the serial number of the exchanged controller, if the driveline faults resolved, and the serial number of the current controller; however, no response was given. The root cause of the reported event could not be determined through this analysis. Heartmate ii instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including the, driveline fault alarm condition, no external power alarm conditions, and the actions to take if the alarms cannot be resolved. This section also informs the user that some alarms, including the driveline fault alarm, are only displayed on the system monitor and not on the system controller. Heartmate ii instructions for use (IFU) (rev. C), under section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. C) section 3 ¿ ¿powering the system¿ explains the various ways to power the heartmate 3 lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. Heartmate ii patient handbook (rev. C) and heartmate ii instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The event contained in the log files from (B)(6) 2021 were reported under MFR # 2916596-2021-03381 and MFR # 2916596-2021-03384. The serial number of the controller was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a new driveline fault alarm. The log file captured old data from (B)(6) 2021 and then appeared the controller was connected again on (B)(6) 2021 capturing driveline fault events. Related manufacturer report number of the pump: 2916596-2021-02848.